Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during use. The patient stated that they had left a clamp open on an unused supply line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Failing to clamp an unused supply line is a known cause of this alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.